Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement vertek arm ii shipped to site 04/30/2015. No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that, as reported, both ends of the vertek will not lock down completely. The reported event was confirmed to be caused by a mechanical failure mode.the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site biomed representative reported a navigation system articulating arm that would no longer tighten properly. No further details were provided. There was no patient present when this issue was identified.